Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. The device was operating out of specification. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322 during preventive maintenance testing. It was also reported there was no pt involvement.